Event description:
Information received that the brakes at head section will not hold. No injury reported.

Manufacturer narrative:
Technician found that the brakes at head section will not hold due to broken rocker arm. Replaced with brake upgrade kit to resolve this issue.